Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was received which stated that the pt went back to the operating room for chest closure on (B)(6) 2012 status post evacuation of cardiac tamponade. The outflow graft bend relief was found to be disconnected at that time. It was reconnected and the chest was then closed.

Manufacturer narrative:
Add'l info was received on (B)(6) 2012, which indicated that the pt expired on (B)(6) 2012. The outflow graft bend relief situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (B)(4) was sent to customers. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.